Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula event on 22 mar 2026. The blood glucose level was 400mg/dl and the patient was treated with correction via pump. The insertion site was abdomen. The infusion set was in use for one day.